Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon membrane noted to be partially unfolded. Visual examination revealed that the sheath was covering a portion of the membrane near the catheter/membrane junction. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta (after the sheath was pulled back past the metal sleeve). The balloon pumped satisfactorily at 80 and 160 bpm. No alarms were triggered on the pump. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no defect was found in the iab during laboratory testing. It was not possible to determine the exact cause for the rpt'd balloon difficulty based on the examination of the device. Thus, in general, excessive alarms and inflation difficulties may attributed to one or more of the following: 1. The membrane did not fully exit the sheath (the condition of the returned iab supports this statement). 2. The balloon entered a subintimal space. 3. The balloon was placed too high in the aortic arch or in the subclavian artery. 4. The iab failed to completely unfold because the user failed to inject at least 30 cc. Of air as advised in the instructions for use. 5. The catheter kinked within the pt probably because of severe vessel tortuosity and/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improve balloon performance. 7. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing it to not fully inflate during the initiation of iabp. 8. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 9. The balloon pump needed servicing.

Event description:
The "cath fault" alarm sounded from the pump. The iab was removed and a second was inserted. The following was rpt'd to co on 9/29/97: the 34 cc. Iab was inserted in the o.r. Almost immediately, the pump alarm sounded on the initiation of iabp. The surgeon was confident that the iab fully exited the sheath. Corrective measures did not restore adequate pumping. The balloon was removed and another inserted. This iab worked fine. On inspection of the removed balloon, it was partially within the sheath. Event complications: unk - rpt'd 8/26/97; none - rpt'd 9/29/97. Pt current status: unk - rpt'd 8/26, 9/29/97.